Event description:
It was reported that the touch screen was delayed in responding to touches. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injections to address their bg. Cts educated caller that the pump prioritizes tasks and completes high priority tasks first. A delay can occur when a requested task has a lower priority than another task. The desired task will be completed after the higher priority task(s) are completed. Cts provided best practice tips for interacting with pump touchscreen. Caller understood and acknowledged.